Event description:
This is being filed as tissue damage occurred while attempting to grasp the mitraclip (B)(4) onto the mitral valve leaflets. Another device was used to complete the procedure and is considered medical intervention. It was reported that during a mitraclip procedure one clip was implanted. After the second clip (B)(4) had been introduced into the left ventricle without any device issues, a kink in the shaft just distal to the clip was observed under fluoroscopy. The clip was grasped to the leaflets, but was not in the right location and was opened and pulled back into the left atrium. The clip was repositioned and readvanced into the left ventricle and the kink was seen again. The device was removed from the anatomy without difficulty. A new chord flail was observed and was thought to have occurred during the grasping of the leaflet with the second clip. Another clip delivery system (cds) was used without any problems. The procedure was completed with the implantation of two clips reducing the degenerative mitral regurgitation grade from 4+ to 2+. Post procedure, the kink in the shaft was confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). As the clip delivery system (cds) was not returned for evaluation. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for dc shaft bends are, but not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the cds properly curved and the delivery catheter (dc) straightness met specification. There were no non-conformances issued for this lot. A query of the electronic complaint handling database indicated there had been no similar bend incidents reported for this lot. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. It was further reported that after removal of the cds from the anatomy, a new chordal flail was observed. This tissue damage was thought to have occurred during the grasping of the leaflet with the second clip. Based on the information reviewed, the reported tissue damage appears to be related to procedural conditions. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of tissue damage (mitral valve injury), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect manufacture, design or labeling. With respect to the patient condition, procedural conditions and/or user technique, dc shaft bends may be influenced by patient anatomical morphology, such as tortuosity of the vessel, resulting in increased tension on the device or excessive curves applied to the device by the user. The information provided in the case details stated that there was no resistance noted during advancement of the cds, the patient did not have a challenging anatomy, and the cds was not curved more than 90 degree during the procedure. However, in this case, it is possible that there may have been some unidentified external force on the device (due to the anatomy, or inadvertent curves on the device) during the procedure that caused more tension on the device, resulting in the bending of the dc shaft. However, this cannot be confirmed. Based on the information reviewed a cause for the reported bent dc shaft could not be definitively identified. There does not appear to be any evidence of a product quality deficiency associated with the cds for the reported issue.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.mitraclip system, steerable guide catheter, mitraclip x1 implanted. The customer reported that the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.